Event description:
68 yo patient had implantation of a chemoport as angioaccess for IV chemotherapy in february, 94. Functioning well until recently when irrigation produced subcutaneous swelling below left clavicle. Contrast studies through port showed two separate areas of extravasation. To or for revision of port; catheter found to be sheared off 5/20/94 removal of sheared off portion of catheter